Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 95 units after the delivery of 10 units. Reportedly, the cartridge was filled with 140 units of insulin. There was no reported impact to the customer¿s blood glucose level.